Event description:
The patient had two leads implanted with the same lot number. Review of the patient's medical chart identified the patient was not receiving effective stimulation due to lead migration. The patient underwent revision surgery on (B)(6) 2012, where his leads were repositioned. It was reported the patient received excellent stimulation coverage of his legs into his feet postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.